Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope connector cover unit is dirty, circuit board unit in scope connector is dirty and cable unit is dirty. A root cause could not be identified. Based on the results of the investigation and since the reported failure was not confirmed during the device evaluation, the most probable cause of reported issue could not be determined. However, due to the water leakage, the scope connector cover unit, the circuit board unit in the scope connector, and the cable unit were found to be dirty, but the most probable cause of the dirt could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication errors (b30 & e216). The issue was identified during inspection for use. There were no reports of patient involvement.